Event description:
It was reported that when using the bd pyxis¿ medbank tower, patient medication order reaching the total quantity allowed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an error occurred while attempting to issue an item due to the patient's medication order reaching the total quantity allowed. A technical support specialist (tss) discussed the issue with the customer and clarified that the error occurred because only a quantity of '1' remained on the medication order. The total quantity (tq) of the order was 540, and 539 units had already been issued from the station. The system functioned as intended after the technical support specialist investigated the issue of the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, patients medication order reaching the total quantity allowed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.